Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed ghost pocket error. A technical support specialist dialed into carefusion coordination engine (cce) server, found no outstanding purchase order (po) for medication ID, checked medication inventory enterprise server and found multiple results in the database table and deleted the ghost pocket for the specific medication ID to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had ghost pocket error. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.